Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 500 mg/dl which caller states was rare. It was also reported that customer had not changed infusion set. Caller declined transfer to helpline and would call healthcare professional first.